Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for lot 30061584 was reviewed and the product was produced according to product specifications. All information reasonably known as of 13 oct 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the second of three reports. Refer to 9611594-2021-00144 for the first report. Refer to 9611594-2021-00146 for the third report. It was reported that the nurse went to check gastric contents to confirm placement, but was unable to. Resistance was met when trying to aspirate. Upon further inspection a hole was found near the enfit connection site. Per additional information received 28 sep 2021 it was clarified that the hole was on the distal portion of the tube that was inserted into the patient's stomach.